Manufacturer narrative:
Visual evaluation of the returned device found that the loop had been cut on one side, but the unit extended and retracted according to specifications during functional evaluation. The outer diameter of the device was measured and was also found to be within specification. Although the condition of the returned device was consistent with the report that the device had been cut to facilitate removal from the scope, the complaint of difficulty removing from the scope could not be confirmed. Because the device did not present any defect that could lead to difficulty withdrawing from the scope, it is likely that anatomical or procedural factors encountered during the procedure limited the device performance. It was initially reported that the snare was bound in the working channel of the scope (difficulty withdrawing device from the scope), and that the user cut the device to remove it. It was assumed that the customer had cut the device at the handle to facilitate removal from the scope, but the investigation revealed a different scenario: the customer had cut the snare loop. Although it could not be confirmed with the customer, the cut snare loop suggests a retraction problem, and this may have led to the extended loop's becoming stuck in the scope, subsequently prompting the customer to cut the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, the snare got caught in the scope during withdrawal and had to be cut to be removed. The device was not inspected following this event; therefore, it is unknown if any physical defects contributed to the difficulty withdrawing. A second sensation micro oval snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results: possible retraction issue.